Manufacturer narrative:
The investigation determined that lower than expected, vitros tsh results were obtained from 11 different patient samples tested using vitros tsh reagent on a vitros 5600 instrument when compared to non-vitros tsh methods. The assignable cause of the event is unknown; however, an unknown sample interferent that affects the vitros tsh assay but not the non-vitros methods cannot be ruled out. There was no indication the vitros 5600 instrument or the vitros tsh reagent malfunctioned.

Event description:
The customer complained that lower than expected, vitros tsh results were obtained from 11 different patient samples tested using vitros tsh reagent on a vitros 5600 instrument when compared to non-vitros tsh methods. Sample 1 result: 0.10 miu/l vs expected 1.97 miu/l. Sample 2 result: 0.21 miu/l vs expected 0.42 miu/l. Sample 3 result: 0.04 miu/l vs expected 0.10 miu/l. Sample 4 result: <0.015 miu/l vs expected 0.08 miu/l. Sample 5 results: 0.07 and 0.073 miu/l vs expected 1.85 miu/l. Sample 6 results: 0.10 and 0.088 miu/l vs expected 1.60 miu/l. Sample 8 results: 0.20 and 0.216 miu/l vs expected 2.39 miu/l. Sample 9 results: 0.40 and 0.417 miu/l vs expected 3.98 miu/l. Sample 10 result: 0.28 miu/l vs expected 3.24 miu/l. Sample 11 result: 0.20 miu/l vs expected 2.39 miu/l. Sample 12 result: 0.40 miu/l vs expected 3.98 miu/l. Biased patient results of the direction and magnitude observed may lead to inappropriate physician action. The result obtained from patient sample 1 was reported outside of the laboratory, however the physician questioned the result and no treatment was given, changed, or withheld. The results obtained from patient samples 2-6, and 8-10 were not reported outside of the laboratory. There were no allegations of patient harm as a result of these events. This report is number two of five MDR&#38112;for this event. Five 3500a forms are being submitted for this event as six devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).